Manufacturer narrative:
The surgeon removed the patient's ankylosis, implanted the mandibular revision component, and placed a fat graft around the condyle. The surgeon reported that the revision surgery went well.

Event description:
The patient's right mandibular component was removed due to heterotopic bone and replaced with a revision component.